Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and 2 unknown drugs at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient did not have a managing healthcare professional (hcp) to fill his pump. The pump refill date was (B)(6) 2018 and the refill was missed. The alarm started on (B)(6) 2018 at 6 pm. The patient's back was "killing him." The pump was not turned off. The previous pump hcp would no longer fill the pump. The patient was given a referral to another hcp who would not accept the patient. The patient did not want to go back to oral medications, which he took prior to the pump therapy. The patient did not have an hcp. The va (veteran's association) hospital would fill the pump if the manufacturer could not get anybody. The patient wanted to know if the hcp needed a device to fill the pump. The patient's back was in agony. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw a doctor on (B)(6)2018 who did not fill the pump but put in enough medication to last, and had to go back at a later date. The doctor did not want to waste medications in case they didn't work, but if they worked alright they he would fill the pump and increase dosage if necessary. The missed refill was resolved. The patient's weight was approximately (B)(6) at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that an alarm was heard but no clinician programmer was available. Last week the patient heard the pump alarming (2018 (B)(6)) and believed it was related to the pump reservoir being empty. The patient had withdrawal on 2018 (B)(6) and was seen in the hospital. There was a falling out with the patient's managing physician stall and the patient was now going to be connected to a different pain md but had not been seen yet. The appointment was not until 2018 (B)(6). The patient had travel difficulties and could not get to the new clinic until 2018 (B)(6). The hcp was wondering if a manufacturer's representative (rep) could program the pump. The hcp was to call the new clinic staff to discuss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went to the hospital emergency room and was hospitalized for 13 hours for withdrawal and given percocet pain medicine, however it wasn't working. The patient quit taking it. He had an appointment on (B)(6)2018 at 8 am to have the pump filled. The veteran's association and the patient contacted the local pain specialists for emergency refill or medication with no luck. The missed refill was resolved. The patient reported that he had the pump for 18 years and when it was handled properly by a physician it improved his life style immensely. He was overwhelmed over the product. No further complications were reported.